Event description:
Surgeon noted that the clip failed to fire. A second device was used without incident. It is unknown if the second device was the same lot number. Laparoscopic bilateral tubal ligation via filshie clips. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
The filshie clip was not returned to coopersurgical for evaluation. A query of our complaint database did not reveal any type of trend for clips failing to fire. Should the filshie clip be returned to coopersurgical at a later date, we will provide a device evaluation follow up to FDA. (B)(4).